Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products ¿ nkii tibial stem catalog 621500120 lot unknown; nkii femoral stem screw catalog 681500010 lot unknown; nkii unknown tibial plate; nkii unknown femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-03411, 1822565-2017-03412, 1822565-2017-03413, and 1822565-2017-03414.

Event description:
It was reported that the patient was experiencing anterior knee pain approximately six months post implantation and was treated with physical therapy. Attempts have been made and additional information on the reported event is unavailable.